Event description:
It was reported the patient developed an infection. The patient developed an abcess from the stimulator. The patient experienced urinary problems and uterine issues after the device was implanted. The stimulator was removed. The patient was referred back to the ob/gyn physician. Additional information has been requested from the hcp, but was not available as of the date of this report.